Event description:
During a standard dental treatment the dentist noticed that the handpiece heated up and stopped using it. Neither patient nor the user have been burned.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the head dents at the back cap. The heat up was reproducible during a test run. Out of experience the dents are the result of a hit (e.g. A drop) during the reprocessing. It is likely that the condition of the bearings is due to not maintaining, according to the user instruction. The user instruction requests a visual and functional inspection prior to each treatment to ensure that the handpiece runs within specification. This would hence be mandatory. Reported due to the 2 year presumption rule. .